Event description:
Independent repair center customer alleged low o2/ yellow light, and the key failure is the product tank leaks. Associated malfunction for this device: power switch no audible alarm, zip ties leaking.